Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to verify he customer's reported issue. Model lap top ventilator 1150 passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model lap top ventilator 1150 reset 4 times while connected to a patient. The patient was removed from the unit and placed on a backup ventilator. The customer confirmed there was no patient harm associated with the reported event.